Manufacturer narrative:
The associated complaint devices were not returned. This complaint stated that the femoral trials used did not match the implants suggested from the surgical procedure. The trial 28 +8 did not have a skirt; however the 28 +8 plus device does have a skirt. A provided photo indicated the smith and nephew trials used to determine the implant needed from the shown stock of plus devices. A clinical analysis indicated that clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. However, it was communicated that the reason for revision was ¿normal wear and tear/not due to product failure¿ after 25 years in vivo. No further medical assessment is warranted at this time. A review of the manufacturing records for the provided batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.

Event description:
It was reported a revision surgery of an optifix liner. The cause of revision is unknown at this stage.